Manufacturer narrative:
On (B)(6) 2020 the FDA request us to review the complaint (B)(4) and to resubmmit the initial report. After the review of the complaint and file submitted it was found that the initial report for this adverse event failed on (B)(6) 2017. A follow-up #1 was submitted after the completion of the investigation on (B)(6) 2017. This form is the resubmission of the initial report.

Event description:
On (B)(6) 2017, osteomed was notified of a case using extremilock foot in which the patient has metallosis. Osteomed was awaiting further details from the distributor.